Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues on the gear train of the motor. Analysis identified stall due to shaft-bearing of the gear train of the motor. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-09-22, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving bupivacaine (4.6 mg/ml at a daily dose of 4.46 mg/day including pa) and clonidine (230.8 mcg/ml at a daily dose of 224.11 mcg/day including pa) via an implantable pump for an unknown indication for use. On (B)(6) 2016, the patient had a 8476 (motor stall) code display on their personal therapy manager (ptm). The patient reported feeling "shivering" with no fever. On (B)(6) 2015, logs of the pump showed a motor stall had occurred on (B)(6) 2016 at 12:45. There were no motor stall recovery messages. An attempt at re-programming the pump was made, but telemetry still showed a motor stall. The patient was hospitalized and was scheduled to be replaced on (B)(6) 2015. The event was not resolved at the time of this report.

Manufacturer narrative:
Eval code-conclusion updated.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.